Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 60odx54id item: us157860 lot: 110360. Taperloc micro lat fmrl 12.5mm item: 15-103206 lot: 898550. M2a-magnum 52-60mm tpr insr +3 item: 139270 lot: 482970. G2: foreign ¿ canada h6: proposed component code: mechanical (g04)- head the customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing high metal ion levels and metal wear five years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.